Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and inappropriate atrial tachy response (atr) episodes. The lead measurements appeared stable at that time and troubleshooting options were discussed. It was later noted that impedance measurements were approximately 2500 ohms, and the noise and oversensing had continued. The sensitivity had been decreased in the past, and the device was reprogrammed again. Isometrics were performed and the noise and high impedance measurements were reproduced. A lead fracture was noted. A surgical revision was performed, and the lead was tested via the pacing system analyzer (psa). The high impedances were reproduced with the psa. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.